Event description:
The customer received questionable results for calcium, alanine aminotransferase (alt), aspartate aminotransferase (ast), and bilirubin total (tbili). The patient's initial calcium result was 0.1 mg/dl and was reported outside the laboratory. The technician noticed the result was low while reviewing the patient's data. She ordered a retest using the same i400 analyzer. The repeat result was 8.9 mg/dl. The customer deemed the repeat calcium result of 8.9 mg/dl to be correct and it was issued as a corrected report. The patient's alt, ast, and tbili initial results were flagged as <test. The technician noticed the low results and repeated the tests with results in the normal range. She reported the repeat results out of the laboratory. The patient was not adversely affected and the emergency room reported no treatment was administered based on the erroneous result. The calcium reagent lot number was 64585701 and the expiration date was 12/31/2011. The laboratory manager believed the patient had a short sample which gave the "no result" results. It was possible there was a bubble on top of the sample leading to air being aspirated along with the sample. It was also possible there was an undetected microclot in the sample. The customer believes the cause of the issue was due to laboratory technician operation error and lack of troubleshooting ability. The laboratory manager found no additional problems during rerun of specimens, calibration, quality control, or other patient samples. Customer confirmed quality control and patient results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified after further investigation. Based upon the information provided for investigation, the results indicate there was adequate volume in the tube. . No data supports a malfunction of the reagents or applications. The customer has not reported any further issues. No adverse events reported.